Event description:
During surgery when the surgeon tried to set the plate and the aiming block, the fixation pin broke.

Manufacturer narrative:
As per visual inspection, it was determined that the stop pin was broken due to high bending forces and therefore got detached. The stop pin was lost and not returned.. The fractured surface of the welding seam showed appearance of a forced rupture. The geometry of the welding seam indicated that the laser-welding seam was correctly performed. Moreover, the stop bar of the screw had heavy plastic deformations due to collision and friction with the stop pin. Because high torsional forces acted during the application, high bending forces also occurred upon the stop pin finally leading to the breakage of the laser-welding seam. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material or manufacturing related issue.